Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. An actual sample was returned for investigation. However, the actual returned sample of 2 way silicone sensor catheter (170630) was not match with the complaint catalogue number (170003). The investigation will be based on actual sample returned. Based on complaint statement, it was reported that "the tubing from the bladder catheter disconnected (at the level of the external part out of the patient, the closest to the connector)". Review on the returned sample showed that the catheter shaft was detached from the funnel as stated by the complainant. The broken shaft and funnels parts were then examined using dino-lite. It was observed that the edge of the shaft end was uneven (jagged) which may result from excessive force applied. Review on both funnel and shaft parts revealed matching cutting jagged edges in which suggesting that the tube was once well attached to each other. On top of that, parts of remnant of the shaft as shown in picture 2 was clearly visible and still intact within the funnel. Catheter broke may occur due to several reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper , excessive force applied at the funnel end or between the shaft because of catheter stuck at crib rail or tube extended as the patient glide on the bed. Such extreme tensile strength may exceed the standard requirement of catheter strength and render catheter to be detached or break. Nevertheless, as part of our initiative, positive released test was implemented at injection molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0.75kg (for catheter size ch6-ch10) and lkg load (for size 12ch and above) tested as per din en1616:1999 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the investigation conducted on the returned sample, no issue found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
Issue reported: involving a (B)(6) patient hospitalized for a bypass cavo-pulmonary as part of a ventricle single on hypoplasia of the left heart. The tubing from the bladder catheter disconnected (at the level of the external part out of the patient, the closest to the connector). The child was catheterized since (B)(6) 2020. No change of catheter was recorded between that date and the date of the incident ((B)(6)2020). Clinical consequence: it was impossible to deflate the balloon so there was risk of pain when the bladder catheter is removed inflated. There were urines spilled in the bed. Additional information: the patient is fine. No intervention required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: involving a (B)(6) years old patient hospitalized for a bypass cavo-pulmonary as part of a ventricle single on hypoplasia of the left heart. The tubing from the bladder catheter disconnected (at the level of the external part out of the patient, the closest to the connector). The child was catheterized since (B)(6) 2020. No change of catheter was recorded between that date and the date of the incident ((B)(6) 2020). Clinical consequence: it was impossible to deflate the balloon so there was risk of pain when the bladder catheter is removed inflated. There were urines spilled in the bed. Additional information: the patient is fine. No intervention required.